Event description:
It was reported that the patient with this adapter had exhibited infection. A revision was performed and the ICD (implantable cardioverter defibrillator) along with the right ventricular (rv) lead, defibrillation lead and the adapter were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).